Event description:
Device evaluation: mss reviewed pa test results for this complaint. Lifescan received the meter involved with this complaint (B)(6) 2015. Device evaluation was completed on march 24, 2015. The meter involved with this complaint failed testing. The meter was found to have a defective processor u5. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
See indecent description for device evaluation.